Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing charging issues. Surgical intervention may be pending to address the issue.

Event description:
Follow-up revealed the charging issues were confirmed to be related to the patient having to recharge their ipg more frequently than normally. The patient's ipg was explanted and replaced to address the issue.